Event description:
Patient reported that for 2 weeks he has experienced elevated blood glucose levels and today went to the hospital. Patient's blood glucose reading was not provided. Patient's normal blood glucose level was not provided. Patient stated he was treated with IV insulin, was under observation, and then returned to his home. Patient reported he was using the infusion device with humalog insulin and then was changed to novo rapid insulin; his blood glucose was gradually normalizing. Patient is currently in good condition. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.